Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited loss of capture. It was noted that the patient has sick sinus syndrome. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.